Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, containing a >45 and <90 degree significant lesion bend, de novo target lesion was located in a mildly calcified and severely tortuous left anterior descending (lad) artery. Predilation was performed using an unspecified balloon catheter resulting to 80% residual stenosis. A 4.00x32mm promus element drug-eluting stent was then selected and advanced to treat the target lesion. Outside the patient, it was noted that the stent was lifted (not smooth) and could not cross the unspecified guide wire. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the distal end with the most distal row lifted. Hypotube kinks were noted at various locations. No other issues were noted with the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. During analysis it was possible to insert a 0.014 inch guidewire through the tip and out through the exit port without issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, containing a >45 and <90 degree significant lesion bend, de novo target lesion was located in a mildly calcified and severely tortuous left anterior descending (lad) artery. Predilation was performed using an unspecified balloon catheter resulting to 80% residual stenosis. A 4.00x32mm promus element drug-eluting stent was then selected and advanced to treat the target lesion. Outside the patient, it was noted that the stent was lifted (not smooth) and could not cross the unspecified guide wire. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.